Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided is for the domestic similar product. The root cause of the customer¿s experience could not be determined, as it was not returned for investigation.

Event description:
Feedback suggests that after successful insertion and flushing of a PICC line, the needleless connector was attached to the catheter. After an infusion was started, leakage was noted at the luer adapter connection. The patient did not experience any harm.